Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The investigation of the reported complaint has been finalized. The ventilator device was investigated at the hospital by our field service engineer (fse). The device monitoring pc(printed circuit) board was replaced and sent in for investigation. Our review of the returned device logs can confirm the reported technical error alarms. Previous investigations showing the same error have verified a component error in the monitoring pc board. Our investigation of the monitoring pc board did not show any errors. The pc board was in visually good condition and the simulated use testings did not generate any errors. It is however possible that the issue may have an intermittent nature. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment the ventilator generated a technical error code, indicating a power error. There was no patient harm. (B)(4).